Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a cuff repair, upon insertion, when tapping down into place the healicoil knotless anchor, it broke into pieces. It was able to be removed using forceps and by suction. The procedure was completed with 1 minute of surgical delay using a back-up device in the original bone hole, and no void was left in the patient. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device composition found that minimal tensile strength requirements are specified. Material certificate of analysis is required for each lot. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.